Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) using the homechoice automated pd set with cassette. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapies were discontinued. At the time of this report, the patient had not yet recovered from the event of peritonitis. This is the same patient as (B)(4). This is report 1 of 5.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12h28026 and h12g19118 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.